Manufacturer narrative:
According to the customer, on (B)(6) 2023 a patient called after a surgical procedure that required a foley insertion, to report that when she urinated she pulled a "1.5 to 2 inch piece of plastic from her urethra". The customer reported prior to finding "the plastic" the patient was having intense pain. The customer reported a catheter was inserted on (B)(6) 2023 prior to surgery and removed on the same day. The customer reported the "staff and/or surgeon" followed up on the patient multiple times and there were "no further issues reported". The customer reported there was no serious injury or medical intervention required related to the reported incident. Sample was requested for return evaluation. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 a patient called after a surgical procedure that required a foley insertion, to report that when she urinated she pulled a "1.5 to 2 inch piece of plastic from her urethra".

Manufacturer narrative:
Investigation conclusions.